Event description:
Per sales representative the doctor was using the coated tear drain and it cracked. It was their only one so they have to bring back patient to install another one.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. Device discarded.